Event description:
The patient presented in-clinic after experiencing inappropriate shocks due to incorrectly interpreted episodes of supraventricular tachycardia. An ablation procedure was performed to avoid any further episodes of inappropriate therapy. The patient was in stable condition.